Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture and vessel perforation occurred. The target lesion was located in the right coronary artery (rca). A 2.50 mm x 15 mm emerge¿ balloon catheter was advanced for dilation; however, on the second inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient; however, a vessel perforation was noted in the rca. Balloon inflation and subsequent stenting of the vessel were then performed and the procedure was completed. No further patient complications were reported and the patient's status was excellent.